Event description:
The customer reported that her blood glucose reached 406 mg/dl with ketones measuring 3+ and nausea. She was unsure if the cannula was properly inserted in the skin or not.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula may have dislodged from the skin at the infusion site. This condition would interrupt insulin delivery and could contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.